Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they stopped getting readings overnight on (B)(6) 2016. Patient stated that they have to select the application in the morning to get it to work again. Patient was advised to delete and then reinstall the application. Patient experiences this issue about once a week but did not provide additional dates. No injury or medical intervention was reported.